Event description:
A malfunction occurred with the customer's insulin pump, displaying malfunction code 24, and the issue was non-resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to begin an alternate form of insulin therapy through multiple daily injections while a replacement pump with updated software was sent. Instructions were given to return the faulty pump to avoid charges, and the customer was guided on how to transfer settings and connect their continuous glucose monitor to the new device.